Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 242 mg/dl. The customer mentioned other blood glucose values are 304 mg/dl, 347 mg/dl, 480 mg/dl, 490 mg/dl, 512 mg/dl, 483 mg/dl, 460 mg/dl, 403 mg/dl, 366 mg/dl, 294 mg/dl, 282 mg/dl, 182 mg/dl and 453 mg/dl. The customer declined troubleshoot for high. The insulin pump will not be returned for analysis.